Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severely calcified, severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon. The physician attempted to place a 2.50x20mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician tried several times but with the same result. Upon removal, the physician noticed the stent edge lifted up. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.